Event description:
Name of procedure being performed: cholecystectomy. Detailed description of event: rep received the complaint directly from the user facility via e-mail on (B)(6) 2019. Per the defective product reporting form from [name] report form, the following description of the problem/defect experienced ID described as follows by nurse [name], "inzii retrieval system 10 mm bag tore in half while removing gallbladder from abdomen - pulled out leaving gallbladder half through abd wall. Small piece of bag visible on gallbladder, had to retrieve with grasper. Dr had to enlarge port site to remove gallbladder." The name of the physician is dr.[name]. Patient status: based on current information provided, no patient injury occurred. Type of intervention: retrieved gallbladder with grasper after enlarging port site.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the tissue bag was torn. The tip of the bag was found to be broken and stretching was also observed around the break. There appeared to be no missing fragments of the tissue bag. Engineering observed three (3) small holes in the tissue bag. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the specimen was too large for the extraction site. It was reported that the port size was not enlarged prior to specimen removal. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." The holes in the tissue bags were likely caused by a sharp instrument coming in contact with the tissue bag.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: cholecystectomy. Detailed description of event: rep received the complaint directly from the user facility via e-mail on (B)(4) 2019. Per the defective product reporting form from [name] report form, the following description of the problem/defect experienced ID described as follows by nurse [name], "inzii retrieval system 10 mm bag tore in half while removing gallbladder from abdomen - pulled out leaving gallbladder half through abd wall. Small piece of bag visible on gallbladder, had to retrieve with grasper. Dr had to enlarge port site to remove gallbladder." The name of the physician is dr.[name]. Patient status: based on current information provided, no patient injury occurred. Type of intervention: retrieved gallbladder with grasper after enlarging port site.